Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer indicated via phone call that he inserted a new sensor and he is getting sensor discrepancies. Customer indicated that he calibrated 3-4 times but this has not helped. He indicated that his sensor reading was 56 mg/dl but that blood glucose was 170 mg/dl. Customer was treating based on sensor readings and the insulin pump was going to threshold suspend which was set at 60. Customer also indicated that later, sensor glucose was at 56 mg/dl and blood glucose was 107 mg/dl. Customer was advised how to use sensors and that additional sensors would be provided to him.